Manufacturer narrative:
Product complaint: (B)(4). Device history review: null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in preparation for the case they noticed that the trial has a missing spring. The instrument was not used in the case, this is a preventative switch for normal wear and tear.

Manufacturer narrative:
Investigation summary : examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.